Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the m5 handpiece had heating issue. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found that, unable to confirm the reported fault because cannot perform a pre-repair temperature test. The blade or bur does not rotate. Additionally, found that the handpiece is cosmetically not okay, and the hi-pot test failed. The motor cable assembly is also faulty. H6:previously applied fdr-b17 fdm-c20 fdc-d16 and img-g04063 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that, handpiece was overheating within one minute at 5000 rpm in oscillation mode. Irrigation was not used.